Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that no actions or interventions were taken to resolve the burning sensation and there cause of the issue was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient fell and hit near her battery site. The patient reported experiencing a burning sensation 2-3x week at random times. It was noted that the stimulation covered remained the same as the previous programming and all impedances were normal. The patient was advised to continue monitoring the issue until the next visit. No further complications were reported. Follow-up was conducted.